Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the brown laser tube extension. The main tube is broken, and there may be missing pieces, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube do not show damage. Additionally, the instrument exhibits scratch marks on the brown laser-marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. The tube extension has severe scratch marks. There was no material missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument was bent. There was no report of patient involvement.